Manufacturer narrative:
(B)(4). Device expiration date: unknown. Device manufacture date: unknown. Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a sleeve malfunction occurred with a bd vacutainer® safety-lok blood collection set. The following information was provided by the initial reporter, "the np needle had been bent. Also the rubber sleeve was detached during blood collection."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a sleeve malfunction occurred with a bd vacutainer® safety-lok blood collection set. The following information was provided by the initial reporter, "the np needle had been bent. Also the rubber sleeve was detached during blood collection."

Event description:
It was reported that a sleeve malfunction occurred with a bd vacutainer® safety-lok blood collection set. The following information was provided by the initial reporter, "the np needle had been bent. Also the rubber sleeve was detached during blood collection."

Manufacturer narrative:
The correction is as follows: adverse type: reported issue is both an adverse event and product problem.